Event description:
A report was received in 2002 stating that the doctor had implanted a pmma intraocular lens 1 month ago. There were no complications during or immedicately following surgery and the cornea was reported as clear. At examination at 2 weeks, the patient reported seeing a mirror image, and it was determined that lens was dislocated or subluxed. The doctor explanted and replaced the pmma lens 3 days later, with no complications. The patient's visual acuity was reported as 20/160 os 9 days later, and the doctor said the patient's condition was stable. The doctor's prognosis for the patient was reported as good.